Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 2 of 3. The home patient (hp) stated that the supplies were okay and he had been connected all night. During troubleshooting no issues were noted which could have contributed to the event. A baxter technical service representative (tsr) assisted the hp to cycle the power of the hc to end therapy. The hp would contact his pd nurse about the alarm and missed therapy. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).the cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.